Event description:
It was reported that the fenestrated bipolar forceps instrument cable insulation was defective. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.